Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to section d9 as it was inadvertantly reported that the sample was returned, however it was confirmed that the sample is not available, update section h3, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire and needle mobility issue since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device not implanted. Explanted date: device not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the wire does not thread through the needle. They stated that the wire does not thread entirely, and it was difficult to pass. When the wire finally did thread, the very distal tip was damaged. The procedure was a left heart cardiac catheterization. Additional information was received on 02jul2021. They replaced with a new glidesheath slender sheath to continue the procedure as intended. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.